Event description:
Clinic notes received report that the patient has been having an increase in seizures more than normal. The notes also mention that her vns device is depleted and needs to be replaced. However, a battery life calculation only has data until 2015 and does not confirm depletion. Information was received from the physician indicating that the believed cause of the seizures was due to depleted battery. It was noted to please provide the exact battery status; however, the physician did not provide this information or the most recent settings or diagnostic results. Therefore, a more up to date battery life estimation cannot be performed. No additional relevant information has been received to date.